Event description:
During onyx injection, it was reported the catheter broke off at approx 25cm from the distal tip. No pt injury reported. Same event as MDR #2029214-2010-00258.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 5.3 cm from the distal tip. The catheter appears to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter. Eval, results: catheter rupture. (B)(4).